Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reported that the infusion set cannula was bent event on (B)(6) 2025. Symptoms were noticed within 3 hours of insertion. The insertion sites included the abdomen, upper buttocks, and thigh. The patient's blood glucose level was recorded at 589 mg/dl. To address the high blood glucose, the patient took two actions: administering a correction bolus via the pump and performing additional injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.